Event description:
Nurse was activating needle safety device. Needle and plastic safety device snapped. Needle and plastic safety device scraped nurse's right hand between thumb and index finger on dorsal aspect of right hand.